Event description:
A retaining screw for the gonad protector was suddenly broken despite the fact no load was applied on the gonad protector. The gonad protector fell off onto the x-ray bed nearby. A pt for the next exposure was not on the x-ray bed and she was standing near the front of the gonad protector. The gonad protector, thus, did not hit the pt.